Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. Phrenic nerve stimulation was also noted. Evaluation showed the right ventricular (rv) lead measured high threshold and decreased sensing. An echocardiogram showed hemothorax and pericardial effusion with blood in the left pericardial space. Upon opening the chest, a clot was found on the outside of the ventricular apex; when removed, it exposed a perforation with the right ventricular (rv) lead poking through the outer wall of the left ventricular (lv) apex, but the lead never crossed into the lv. Further investigation revealed a hole in the pericardium on the left side. Both holes were closed by the surgeon. The lead was explanted. No further patient complications have been reported as a result of this event.